Event description:
Meter name: one touch ii, strip name: one touch, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: none. A patient reported meter takes too long to read the reading. Went to 44 on a monday and was given emergency medication. Their meter allegedly would only prompt message of clean test area. The result on their meter was 84mg/dl. Treatment was medication. No further information has been reported.